Manufacturer narrative:
The initial failure description "flow unstable" occurred during patient treatment on a pediatric patient with a low blood flow (1liters per minute (lpm). The costumer replaced the affected rotaflow drive with a new one solving the problem. The affected rotaflow drive was requested back to germany for investigation and repair at the manufacturer em-tec under the RMA#42275. 2020-10-28: the rotaflow drive has arrived in rastatt. 2020-11-13: function test in the service department rastatt; failure could not be confirmed. 2020-11-18: drive was send to em-tec for repair and further investigation. 2020-12-10: service report rma2020-10381 has been received. According to the service report rma2020-10381 dated on 2020-12-10 the reported failure "flow unstable" could not be duplicated. The flow sensor has been replaced as preventative measurement. The function of the rotaflow drive has been tested. All tests were passed. The device history record (DHR) of the rotaflow drive (material: 70102.2161, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2020-10-14. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.35 was reviewed on 2020-12-11 and most probable root cause could be determined: malfunction of the flow measurement system. :* zero flow calibration failed. * incorrect flow measurement. * device used out of specification. * software error. Furthermore the instruction for use (instructions for use / 4.2 / en / 13; chapter 2.2.6 monitoring and sensors) was reviewed on 2020-12-11 with following outcome: please note that flow measurements are less accurate with flows less than 2 lpm. Use an independent external flow measurement in this flow range. The reported failure "flow unstable¿occurred during patient treatment. The device was directly involved in the event. The failure could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
When the system (ECMO) used in pediatric patients (with low blood flow 1 lpm), the unit has measured the blood flow is not stable and flow value is very low. The rotation speed of the pump is constant but the flow value changes constantly with a large difference. The rotaflow drive was exchanged. No patient harm occured.